Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject coil could not be advanced to distal of microcatheter even after several tries. The operator found the subject coil detached inside the microcatheter during delivery. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during procedure, the subject coil could not be advanced to distal of microcatheter even after several tries. The operator found the subject coil detached inside the microcatheter during delivery. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be detached/separated, the main coil was seen to be kinked/bent and stretched, the coil delivery wire was seen to be kinked/bent, and the coil introducer sheath was intact. A functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the coil could not be advanced to distal of the microcatheter and the coil detached inside the microcatheter during delivery. An assignable cause of procedural factors was assigned to the as reported defects: coil in catheter friction; main coil prematurely detached/separated during use and as analyzed defects main coil kinked/bent, main coil stretched, and main coil prematurely detached/separated during use, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage was assigned to the as analyzed defects 'coil delivery wire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure, the subject coil could not be advanced to distal of microcatheter even after several tries. The operator found the subject coil detached inside the microcatheter during delivery. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.